Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor not lasting ten days occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss for over an hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. The reported event of sensor not lasting ten days is reportable based on the finding of signal loss for over an hour. No injury or medical intervention was reported.